Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform no delivery test due to motor error alarms during bolus. No motion sensor test failure alarm or check settings alarms noted during testing. The insulin pump had scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they were unconscious. The customer reported that they received several motor error alarms, a motion sensor test failure alarm and a motor position encoder error alarm. The customer also reported that they received no delivery alarm. The customer's blood glucose was 1.4 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin did exit during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.